Manufacturer narrative:
.

Event description:
The customer reported that the ventilator does not work on ac power and the battery does not charge. The customer reported there was no patient involvement.